Event description:
Patient's infusion nurse reported that the pump was saying "system time out" when being turned on. Upon troubleshooting, pump malfunction was confirmed. Infusion nurse was able to give dose today via gravity. Unknown if fault occurred while in use. No adverse events reported. No missed doses reported. Device is available for return, upon patient return. Device was replaced. Infusion is life-sustaining. Outcome of the event is unknown. Pump return tracking information is not available. Photographs were not provided. No additional information is available at this time.